Event description:
It was reported that the bipolar cutting forceps were not cutting and laparoscopic shears that were already being used during the procedure had to be used more than intended in order to cut the tissue the forceps were not cutting. The forceps were used through the entire procedure and no patient injury was reported.

Manufacturer narrative:
The device was evaluated by ascent healthcare solutions. A visual examination revealed that the device had misaligned jaws and a small gap in between the jaws. Function testing was performed and the device passed testing and was able to cut successfully. Ascent's instructions for use state: "before engaging cutting blade, ensure tissue is fully desiccated." "To prevent tissue from sticking to the forceps, discontinue power application when the tissue has been desiccated and/or flush procedure site with sterile saline to keep tissue moist." "Use a 4" x 4" gauze pad saturated with saline solution to clean the coagulating surfaces by removing the debris. Keep the cutting blade retracted while cleaning. Keep the jaws free of debris to ensure optimum performance." A review of the lot control sheet for the reported device serial number indicated that the instrument passed all applicable tests and inspections prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.